Event description:
It was reported that during a laparoscopic cholecystectomy procedure, upon the fourth firing of the device, the clip was not secure in the jaws and would not form properly. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results of the found that it was received with the handle cracked and the lockout mechanism prematurely activated. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device, the latch was found bent causing the premature activation of the lockout mechanism. Possible cause of the found condition may be that during the activation of the trigger it was not completely released to home position when the next firing sequence was initiated. In order to avoid this kind of issue please note that the instrument should be fully squeezed on each firing. A "click" is heard and until you touch plastic trigger to plastic handle (plastic to plastic). Fully release the trigger after firing. A second ¿click¿ should be heard indicating the instrument is ready for the next firing. It could not be determined what may have caused the events reported. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did clips fall into the patient? No. Were the clips retrieved? Yes. Which firing of the device did this event occur on? 4th. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Do not believe so. Was any unexpected resistance felt while firing the trigger? None reported. Were any unexpected noises heard? None reported if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Do not believe so. What were the indications for surgery? N/a what was found? Did somebody other than the primary surgeon fire the instrument? No if so, whom?